Event description:
The customer reported that the system displayed a flash memory error message and x-ray was disabled. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The right user interface needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.